Event description:
The recipient reportedly experienced a scab at the incision site. When the scab was removed, the device was exposed. During repositioning surgery it was noted that the recipient's electrode had migrated. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient is healing.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
The recipient's implant site was reportedly bandaged with gauze prior to explant surgery. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed the electrode was severed along the lead prior to receipt. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevent an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient reportedly healed.